Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not working and presented an inflation problem, it was reported that the pump bulb stays flat. The aus was removed and replaced. There were no patient complications reported.